Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "implants recalled in 2019" and "implant deflating". Healthcare professional later reported "particles in valve." This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed two openings assessed as surgical damage. ¿ particles in valve: observed particles on device. ¿ crease/folding of implant: observed creases on device. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implants recalled in 2019" and "implant deflating". Healthcare professional later reported "particles in valve." This record is for the left side. Device has been explanted.